Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the rocker arm was broken and the brake caster damaged. The technician replaced the connecting rod, rocker arm and the brake caster to repair the stretcher.